Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for fm-ink smear with the incident lot was observed. Additionally, evaluation of the customer samples was performed and fm-ink smear was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that rubber pieces were found attached to 2 bd vacutainer® edta 2k tubes' shields before use. The following information was provided by the initial reporter, translated from japanese to english: "rubber pieces were found onto shields."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that rubber pieces were found attached to 2 bd vacutainer® edta 2k tubes' shields before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "rubber pieces were found onto shields."